Manufacturer narrative:
Concomitant medical products:product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had the implant reprogrammed on the friday before the report but on the day of the report the implant wouldn't charge because they get past the ¿checking the recharger (89)¿ screen. The patient reseated the lithium battery pack and that did not resolve the issue. It was reported that the controller was at 90% charged and did not suspect issue with the controller as patient was able to access settings just fine w controller and lithium battery pack was charging normally from wall. No patient complications have been reported because of this event.